Event description:
This event was reported as valve explanted after 2 years implant duration due to infected aortic valve, endocarditis, source unknown. E. Coli infection mentioned in op report. No further information was provided.